Event description:
Rptr alleged the customer obtained discrepant back to back blood glucose results of 375 mg/dl, 420 mg/dl, and 100 mg/dl when all tests were performed within 10 mins on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.